Event description:
This was the second graft used in the case and was successfully implanted. Manipulation of the ancure device and/or catheters & guidewires resulted in the development of athroembolization to small bowel and to the left popliteal artery. The left popliteal artery embolectimized without event and the material retrieved was debris. Pt expired approximately 48 hours post implant. (Reference incident # 23965 for first graft used).